Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with sepsis. The patient has a history of a chronic (B)(6) driveline infection and lvad infection with blood cultures positive for gram-positive cocci. The patient reported one week of cramping, right upper extremity pain and one day of lower left extremity pain with unclear triggers. The patient denied fevers and chills, but confirmed continued and perhaps worsening drainage from the lvad driveline site with associated upper abdominal tenderness. No nausea, vomiting, changes in bowel movements or urinary complaints were reported. The patient was started on broad spectrum antibiotics. The patient was discharged home on vancomycin and with home health care on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 3 years and 9 months. The patient remains ongoing on lvad support and was discharged with antibiotics and home health care. The instructions for use lists sepsis and infection as potential adverse events associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.